Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela touch screen assembly, and evaluated the device. An evaluation of the component could not duplicate the reported issue, because the touch screen could be calibrated. The issue was isolated to be due to ingress moisture between the membranes of the touch screen. Carefusion factory service repaired the device and the device meets service specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the touch screen was frozen or not responding while the device was on a patient. The ventilator was changed out. There was no patient harm.